Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that they were hospitalized for high blood glucose. Customer blood glucose level was unknown. Customer was treated by emergency medical services. Insulin pump will not be return for analysis.